Event description:
It was reported that the device kinked and there was recapture difficulty. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed in the laa, but was partially recaptured for better positioning. The device then needed to be repositioned a second time and upon attempting a second partial recapture, the physician had difficulty collapsing the device into the sheath. Eventually, the physician was able to apply more force and recapture the device. The entire system was removed from the body. After removal, the devices were inspected and a kink to the was was noted. The wds had flowered at the tip, but otherwise was intact and not damaged. Patient had no adverse effect and a new system of the same kind was successfully used.